Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric distal circumflex coronary artery. Pre-dilatation was performed with a 1.5 x 10mm balloon dilatation catheter. Then a 2.5 x 33mm xience prime stent was deployed in the distal left circumflex. A proximal edge dissection was then noted. Another stent was used to successfully cover the dissection. There was no adverse patient sequela reported. No additional information was provided.